Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent the single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify event dates and number of sutures broke and/or pull off during each procedure? Have these events been reported previously? If yes, provide pc numbers. Lot number for each product involved? Device return status/follow up? Events were submitted via 2210968-2020-07448, 2210968-2020-07449, and 2210968-2020-07465.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences were reported. Additional information was requested.